Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The mixer and power management board were replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2007. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit indicated an alt o2 failure that affected mechanical ventilation. There is no report of patient involvement.